Manufacturer narrative:
The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing and was confirmed to be unable to power on. Further investigation identified a connection issue involving a low voltage u20 component.

Manufacturer narrative:
The investigation into the AED associated with this complaint is underway and the root cause is not currently known.

Event description:
A customer reported that their AED's asi is flashing red, and the AED will not power on. The customer did not report this occurring during patient use.